Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a 350cc mentor memorygel, breast implant and experienced breast implant rupture on her right side postoperatively. The issue was diagnosed after physical exam and confirmed via ultrasound or mammogram. The patient underwent bilateral replacement surgery on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a 350cc mentor memorygel, breast implant and experienced breast implant rupture on her right side postoperatively. The issue was diagnosed after physical exam and confirmed via ultrasound or mammogram. The patient underwent bilateral replacement surgery on (B)(6) 2022.

Manufacturer narrative:
On march 1, 2022, the mentor failure analysis lab received the device for evaluation. On march 9, 2022, device evaluation was completed. Device evaluation summary: mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 350cc breast implant was found to be ruptured and received in two (2) parts. Additionally, a crease/fold was observed on the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 16, 2022, mentor became aware that incorrect operative report was sent previously and hence, following information has been updated on this form: patient's left side device had a rupture. Field d4 for lot number has been updated to "6756266". Field d4 for serial number has been updated to (B)(6). Patient's bilateral replacement surgery with catalog number 3503501bc; serial number (B)(6) on the right side, and with catalog number 3503501bc; serial number (B)(6) on the left side was (B)(6) 2022. Field d6b has been correctly updated on this form. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture. Manufacturer¿s reference number: (B)(4).